Event description:
It was reported that the customer wanted to send the arctic sun device in for 2000 hours preventative maintenance service as they felt the pump was faulty and needed a rebuild. Per follow up information received on 16dec2021, there was no patient involved and the arctic sun device was sent out for repair. The nurse stated that they were able to get flow from another device. Per sample evaluation from the investigator via email on (B)(6) 2022, performed a visual inspection and determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer wanted to send the arctic sun device in for 2000 hours preventative maintenance service as they felt the pump was faulty and needed a rebuild. Per follow up information received on 16dec2021, there was no patient involved and the arctic sun device was sent out for repair. The nurse stated that they were able to get flow from another device. Per sample evaluation from the investigator via email on 22jun2022, performed a visual inspection and determined that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.